Event description:
It was reported that the patient died. Three days prior to death ,the patient went to the emergency room following a lead integrity alert and "sound alarm" which triggered on the right ventricular (rv) lead. Oversensing, short v-v count increase and increased thresholds on the rv lead were noted. The device detections were programmed off as requested by the electrophysiologist (ep), and the patient was hospitalized until the lead could be explanted/replaced. Three days following hospital admission, the patient "received external shocks" for an "arrhythmic event before [being] taken to the ep lab;" however, the patient died before leaving the room for the ep lab. The investigator in the panorama os study indicated the patient died due to sudden cardiac death due to "an arrhythmic event not related to implant or follow-up."

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The initial reported event was received on (B)(4) 2012. Of note, the reportable malfunction and/or serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.